Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the company representative (cr) was told by the clinical specialist (cs) that the external pulse generator (epg) had its output jump from 3 ma to 23 ma. The cr was informed that the epg is no longer being supported/serviced due to its age. The status of the epg in unknown. There was no patient involvement.